Manufacturer narrative:
The review of provided data confirmed the reported issue: on (B)(6) 2025, the residual longevity displayed by the subject device is less than 3 months. The device had been implanted 2 months before. The subject device had been implanted on (B)(6) 2025. Data from (B)(6) 2025 were received. On (B)(6) 2025, the dates are correct: on (B)(6) 2025: the residual longevity is < 3 months and the dates are in 2004. On the other hand, the battery voltage is normal at 3,18v. The detailed analysis of the data provided highlighted the most probable hypothesis: a telemetry error at interrogation could have led to a bad start date and therefore led to erroneous residual longevity. The recommendation of additional remote or in-clinic follow-up was sent on (B)(6) 2025. An additional in-clinic follow-up took place on (B)(6) 2025: the display of residual longevity is normal; the battery curve and normal electrical measurements (and trends) are all normal: since the data are normal on (B)(6) 2025, the most likely hypothesis to explain the reported issue is a communication error at the interrogation of the subject device on (B)(6) 2025. This communication error led to a bad initial date and led to dates in 2004 and erroneous residual longevity. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the device showed a residual longevity of <3 months after only 2 months of being implanted. The date shown for the measurement of the battery voltage is in 2004. Data from the in-clinic follow-up on (B)(6) 2025 shows normal behavior and dates in 2025.